Event description:
At about 4 years post primary the surgeon revised the patient's knee for pain and knee looseness. The liner was swapped to a thicker one (from 11 mm to 13 mm) and the patella bone was resurfaced with a patella implant.

Manufacturer narrative:
Batch review performed on 12 september 2023: lot: 186080: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.